Manufacturer narrative:
The stryker account manager trained the account how to properly install the bed extenders and to confirm that they are installed properly before use. Nothing further was required by the account at this time.

Event description:
It was reported that the bed extender fell off the end of the bed, landing on a patient's foot, causing a broken toe. X-rays were taken, but no further medical intervention was reported.

Event description:
It was reported that the bed extender fell off the end of the bed, landing on a patient's foot, causing a broken toe. X-rays were taken, but no further medical intervention was reported.

Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was reported that the bed extender fell off the end of the bed, landing on a patient's foot, causing a broken toe. X-rays were taken, but no further medical intervention was reported.